Manufacturer narrative:
Information not provided by reporter. Customer reported the event occurred in early (B)(6) and did not have the exact date of the event. On (B)(6) 2017 was used for date of event in this report. On 04/21/2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report 2110898-2017-00053 is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported curos jet caps were placed on the IV tubing needlelss connectors. A nurse clamped the IV tubing below the needleless connector and the infusion pump did not recognize a downstream occlusion because it was leaking under the curos jet cap. During a routine assessment, the patient reported a few drops of fluid from the needleless connector/ curos jet cap connection had dripped onto her pajamas. The curos jet cap was removed and replaced with a new one. No further leaking was noted on that shift. Customer reported no harm occurred to the patient.